Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected when it was positioned against the vessel wall and slipped out during the withdrawal of the device and the unknown sheath. There was no reported patient injury. The device was prepared, stored and used according to the instructions for use (IFU). The user is trained to the device. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The diagnostic procedure used a retrograde approach. A non-cordis sheath was used. There was no visual damage to the indicator wire prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The sheath was not kinked/bent. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The indicator window did not change at all. The device was removed with the indicator wire exposed. There was no damaged to the wire loop noted by the user. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected when it was positioned against the vessel wall, and slipped out during the withdrawal of the device and the unknown sheath. There was no reported patient injury. The device was prepared, stored and used according to the instructions for use (IFU). The user is trained to the device. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The diagnostic procedure used a retrograde approach. A non-cordis sheath was used. There was no visual damage to the indicator wire prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The sheath was not kinked/bent. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The indicator window did not change at all. The device was removed with the indicator wire exposed. There was no damaged to the wire loop noted by the user. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in the manufacturing position, and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire loop. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. The guard was locked, and a deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with the deployment lever fully depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to assess the indicator wire loop and internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device since the device was received with the indicator wire deployed and no anomalies noted to the loop. Functional analysis achieved successful deployment of the device. In addition, since it was reported that the wire would not catch the vessel wall and this is a patient-involved event, the issue cannot be evaluated without procedural films due to the nature of the complaint. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.